Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this patient went to the hospital with a slow heart rate. A chest x-ray was performed and this right ventricular (rv) lead was found dislodged. A revision procedure was performed and lead was removed and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient went to the hospital with a slow heart rate. A chest x-ray was performed and this right ventricular (rv) lead was found dislodged. A revision procedure was performed and lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood around the helix. Otherwise, the lead tip appeared normal. Visual examination also found the outer insulation was damaged at approximately 14.5 cm from the terminal pin. The observed damage was consistent with the use of electrocautery to remove the lead. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.